Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B) (6) 2009, caller got a 4.8; then tested again 3 minutes later and got a 1.8.

Manufacturer narrative:
On (B) (6) 2009 - investigation revealed that patient is not a good bleeder and applied multiple blood drops when performing both tests. Proper technique tips were provided at length. On (B) (6) 2009 - calculations for inratio precision data provided by end-user. Inratio precision data provided by end-user lot (inratio): date: (B) (6) 2009, 1st inr = 4.8, 2nd inr = 1.8. Inratio meter: mean: 3.3, sd: 2.1, %cv: 64.3. The 64.3% cv is more than 20%. Per internal procedure, the precision test failed the criteria for precision. Products will be tested if meter is returned. (B) (6) 2009: test date: (B) (6) 2009, inratio meter: in-house meters, retained strip: 80498b. Two normal donors. (B) (6) 2009: in-house testing provided (inratio meter): donor 1: inr: 1.2, inr: 1.3, mean: 1.25, sd: 0.07, %cv: 5.66% pass. Donor 2: 1.0, 1.1, 1.05, 0.07, 6.73% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Both tests, which have 5.66% cv and 6.73% cv for each donor, are less than 16%. Hence, both samples pass the criteria for precision. No further action is required. There is an indication that the meter will not be returned; therefore, no further testing is possible. No corrective action required as no product deficiency was established.